Manufacturer narrative:
Reporting institution phone #: (B)(6).

Event description:
It was reported to philips that the device is facing power output failure. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device is facing power output failure. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which it was determined that the clock battery is defective, the replacement quote for which was provided. Upon conclusion of the evaluation, it was determined that this was a malfunction of the clock battery, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.